Manufacturer narrative:
The mfg conducted a DHR review of the manufacturing documentation which the the inprocess inspection results were reviewed. There were no nonconformances observed in the dimensional inspection, product meet specification. The raw material inspection records were reviewed and it was confirmed that the material met specification. A 3-point bend evaluation was conducted on product from the same lot that was pulled from inventory, which the product met the compression load specification.

Event description:
The 60mm x 6.0mm diameter longitudinal rod was observed broken in a patient when examined by x-ray. Patient experienced pain and surgery was performed to replace longitudinal rod.